Manufacturer narrative:
Device is used for treatment, not diagnosis. Report is for unknown prodisc-c, quantity of 1. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. The fact that the patient did well initially, seems to indicate that something may have occurred to the patient approximately 8 months after the initial surgery. Some potential causes of radiculopathy may include implant subsidence, migration/loosening, natural disease progression, and/or a trauma/fall. However, without additional detailed information, the cause or hazard of this complaint cannot be determined. Development of new radiculopathy is listed on the prodisc-c package insert as one of the several potential risks associated with this device and in general with the implantation of spinal implants.

Event description:
Patient was implanted with unknown prodisc-c at c5-c6 on (B)(6) 2012. Patient did very well post operatively. Over the past two months the patient experienced recurrent arm pain, patient was returned to the o.r. On (B)(6) 2013 for removal of the prodisc-c and revision to fusion. This report is 1 of 1 for complaint (B)(4).